Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported loss of signal. The root cause was determined to be a defective transmitter.

Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a loss of signal. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.